Manufacturer narrative:
Conclusion: replaced device.

Event description:
It was reported by service report that the ground failed on the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.